Event description:
Boston scientific crm received information that this device was emitting tones. A remote interrogation revealed that the device had declared elective replacement indicator due to long charge times during middle of life. There was an allegation that this device did not last as long as expected.

Manufacturer narrative:
A technical service consultant recommended replacing the device within 90 days. As of today the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
The device was explanted and returned for analysis. Analysis is on going.